Event description:
A customer reported a pt had received peribulbar anesthesia in preparation for surgery. The procedure had not yet started when the sys displayed a message and locked. The case was canceled. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and the reported event could not be replicated. The sys was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause cannot be determined conclusively. (B)(4).